Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively on an open procedure, the patient was brought back to the operating room due to a vaginal cuff bleeding and including blood clots. She was taken back to the operating room, where the vaginal cuff was repaired due to continued bleeding from the tissue there. The patient then discharged from the hospital in the stable condition.